Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right-sided rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast surgery with an unspecified mentor implant and experienced postoperative right-sided rupture. A healthcare professional reported that the patient was lifting boxes, and she felt something. Afterwards, the patient noticed the right-sided rupture while she was taking a shower. As a result, the patient underwent removal and replacement with two 375cc mentor memorygel breast implant (catalog #: 3505375bc, serial # for right: (B)(6), serial # for left: (B)(6)) on (B)(6) 2019.

Manufacturer narrative:
On 1/13/2020, the investigation on the suspected medical device was completed. Mentor received additional information regarding the suspected medical device. Based on the returned device, the complaint device was an unspecified 375cc saline prosthesis. The relevant fields have been updated. Investigation summary: during visual evaluation of the sample, a tear was observed in the posterior view, measuring approximately 0.2 cm. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast and it is possible that the root cause of the rupture was the force that the patient had to do when lifting the boxes. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).